Event description:
The patient would wake up to a very strong, painful sensation while lying in bed. The sensation would last several minutes and then go away. The patient also had a pimple-like bump on his left hip by the implant site. The hcp reported that the implantable neurostimulator was at end of service. Reprogramming of the device in 2008, was not possible as the implantable neurostimulator was 'dead' and couldn't be read. Patient symptoms included lack of effect, overstimulation, and no stimulation. The hcp planned to replace the implantable neurostimulator, assess the connection to the lead, and revise if necessary. The hcp reported the patient outcome as 'no injury'.